Event description:
It was reported that the patient received inappropriate atp and hv therapy due to supraventricular tachycardia misdiagnosed as vt due to programming. Programming changes were made and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.